Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead during implant. While attempting to place the rv lead, multiple locations were used and had small r and p waves. The lead was attempted/not used and a new lead was placed. No patient complications have been reported as a result of this event.